Event description:
It was reported that the device was replaced because it had flipped and led to overdischarge. There were "good" impedances, but the only place the patient felt stimulation was at the pocket site at amplitudes greater than four volts. This issue began with the old device and continued to be a problem with the new device. The patient had no reported falls. Additional information received on (B)(4) 2012 reported that the device was flipped in the pocket. The battery was overdischarged due to poor coupling over a period of months. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).